Manufacturer narrative:
Device was used for treatment, not diagnosis. The following two anomalies were detected during device history record review: parameter thread height ((B)(4)) of final inspection: (B)(4) pieces were tested out of the total (B)(4) pieces composing the lot. The final test instructions for this parameter are to test to aql 1.0, i.e. To take a sample bigger than (B)(4) pieces. Parameter (B)(4) of final inspection: (B)(4) pieces were tested out of the total (B)(4) pieces composing the lot. The final test instructions for this parameter are to test to aql 1.0, i.e. To take a sample bigger than (B)(4) pieces. No nonconformance reports were generated during production. Relevance of anomalies to complaint condition cannot be determined until the product is returned for investigation. Review of the device history record(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a patient implanted approximately six months prior to this report was brought to surgery for removal of the hardware due to delayed union creating stress arises to the plate and pain the x-rays taken on (B)(6) 2104 confirmed that the plate had broken. Patient was brought to surgery for removal of the hardware, revision to a locking compression straight plate (lcp ) and open reduction internal fixation of left fibula on (B)(6) 2014. Reportedly during the procedure the patients vital signs dropped, the procedure was not completed and the patient was sent to the intensive care unit (ICU) where the plate was disposed of. The surgeon reported it is possible the patient had an allergic reaction to latex or the chemicals used for implant sterilization. The patient was returned to surgery for the revision on (B)(6) 2014 and a new thicker lcp plate and screws were implanted. Multiple washes were performed to remove as many chemicals as possible, the patient is reported to be recovering well. This is report 1 of 1 for (B)(4).

Event description:
The patient¿s vital sign dropped, no fixation was completed until the ¿revision surgery on the (B)(6) 2014'.